Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer made strange beeping sounds, or that the programmer displayed a system error. It was indicated that there was an error in the log files. It was also indicated that the media bay door latch was broken both keyboard hinges were broken, and the case was damaged. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer made strange beeping sounds and would freeze with a system error. The programmer was returned for service. No patient complications have been reported as a result of this event.